Event description:
The facility reported that the center adhesive on the vital-hold medium standard catheter stabilization device is not keeping its stickiness and allowing the PICC lines to slide out. The product is staying attached to skin of the patient but not holding the line in place. The losing of the stickiness would occur after the patient was sweating or after taking a shower. The loss of stabilization occurred after the PICC line was in the patient for 5-7 days. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). This device is a 510k exempt device. However, this report is being submitted based on a medical assessment of the event which found the reported condition could contribute to a death or serious injury. The customer discarded the device. Therefore, the reported condition could not be confirmed. A lot number could not be obtained for the device. Therefore, a batch review could not be performed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.